Event description:
Over the past year, there was an instance wherein the system table won't move; brake release not responding, leading to an interruption in patient exam. Manufacturer was contacted. Needed new footswitch, resolved for now.